Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient felt pump chugging and stopping in her chest. The patient was experiencing very frequent red heart alarms. Subsequently the patient received a pump exchange.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without further issue. It was reported to the manufacturer that the explanted device will not be returned to the manufacturer. No further information is available at this time. A supplemental report will be submitted when the event analysis is completed.